Event description:
The customer reported that the images were being sent with wrong study ID numbers to pacs.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). A new software was released to correct this issue. Cxdi-dmw ps2 version 4.53 was installed at the facility and the problem was resolved. Cxdi-dmw ps2 version 4.53 was released. The software was upgraded at site where the multi accession function on cxdi-dmw ps2 version (B)(4) is used. (B)(4).

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). A new software was released to correct this issue. Cxdi-dmw ps2 version 4.53 was installed at the facility and the problem was resolved. Cxdi-dmw ps2 version 4.53 was released. The software was upgraded at site where the multi accession function on cxdi-dmw ps2 version (B)(4) is used. (B)(4).